Event description:
The customer contact reported the device slipped down the IV pole, subsequently, a spill of a chemotherapeutic agent was noted. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapeutic agent and the delivery was started. After an unspecified length of time, it was reported that the device slipped down the IV pole. At this time, the oncology nurse noted the piercing pin of the tubing set had pulled from the solution container and an unspecified volume of the chemotherapeutic agent spilled. The solution that spilled was cleaned according to the user facility's protocol. The device was repositioned on the IV pole and the pole clamp was tightened. The therapy was resumed using new tubing set and solution container. There were no reported adverse effects to the patient or staff. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.